Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A full examination of the pump, could not be conducted, as it remains in use supporting the patient. A root cause for the reported event could not be determined through this evaluation. However, the instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced an acute stroke. On (B)(6) 2014, he presented to the hospital with a left sided facial droop and dysarthria. The pt initially reported to another hospital (not the implant center), where a CT scan of his head was performed and was found to be negative. The pt was transferred to the implant center for further management. Another CT scan of the pt's head was performed and indicated a new right temporal infarct. The pt was therapeutic on warfarin and additional anticoagulation was held as the pt has a history of gi bleeding on coumadin. The pt's hgb was 7.7g/dl, and his baseline is 9-10g/dl. There were no signs of active bleeding.